Manufacturer narrative:
Investigation: a terumo bct service technician visually inspected the device at the customer site. A saline run was successfully performed. Investigation is in process. A follow-up report will be provided.

Event description:
The customer reported that during set up for a collection procedure, they received a 'return positive dwell test failed' alarm. The nurse attempted to set up for the procedure a second time and received the same alarm. It was at this time that the nurse discovered they had inadvertently had spiked the anticoagulant citrate dextrose solution (acda) instead of the saline. Patient outcome is not available at this time. Patient information is not available at this time. The disposable kit is not available for return because it was discarded by the customer.

Manufacturer narrative:
A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. The run data file (rdf) was analyzed for this event. Per the rdf analysis, the operator never connected a patient to the machine. A specific root cause for the alarms was undetermined. Per the rdf analysis, there are scenarios resulting in the alarms experienced by the operator. It is possible that the operator accidentally spiked the saline line with the ac bag, as it is not possible for the machine to determine which fluid was actually delivered. Due to a patient not being connected to the machine, no ac over infusion occurred. The customer declined any further training regarding the operator error.

Event description:
Due to (B)(6) personal data protection laws, the patient information is not available from thecustomer.